Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) units display does not switch off. There was no patient involvement.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h10, h11. Corrected fields: d1 and d4 unique identifier (UDI) #.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Additional information: event site postal code: (B)(6) the getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the power supply, keypad controller, battery, 12v to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.